Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-10264. It was reported that the patient experienced lead migration. Surgical intervention took place to explant and replace one lead and to revise the patient's other lead. Surgery addressed the issue.

Manufacturer narrative:
Initial reporter, initial reporter information was incorrect in previous report.

Event description:
Related manufacturer reference number 1627487-2019-10264.